Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw of device bent back during cleaning and would not close properly. Another device was used in which caused the tighten assembly message on the gen11 generator. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw of device bent back during cleaning and would not close properly. Another device was used in which caused the tighten assembly message on the gen11 generator. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device a was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the generator reportedly displayed a tighten assembly message device b was returned with the distal tip of the blade broken off and missing. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a tighten assembly error message and a damaged jaw. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device a was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the generator reportedly displayed a tighten assembly message. Device b was returned with the distal tip of the blade broken off and missing. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a tighten assembly error message and a damaged jaw. The device was functionally tested with a generator. During functional testing on gen11 tighten asssembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b (B)(4).